Manufacturer narrative:
The insulin pump passed self test and displacement test. No unexpected pump error 63 alarms noted during testing however, pump error 63 alarm (variable 3) confirmed in the downloaded history file due to broken pin 6 (sda) trace at u1 on the keypad assembly.

Event description:
Customer's father reported via phone call that insulin pump had received hardware low level failure. Customer's blood glucose was 300 mg/dl at the time of incident. Customer stated that the performed the self test again and insulin pump passed it. Customer stated troubleshot was performed. Customer stated that they were able to clear the alarm successfully and were able to rewind the insulin pump. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.